Manufacturer narrative:
A complete lead was returned in one piece measuring 51.9 cm. Analysis was complete. No lead anomalies found.

Event description:
It was reported the asymptomatic patient presented for a post operation device check. Upon interrogation, it was observed the right ventricular lead had a drop in r-wave sensing and was undersensing signal. A chest x-ray revealed that the lead had dislodged. The lead was explanted and replaced. Patient was stable and recovering.